Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 507mg/dl with extreme thirst, excess urination, nausea, headache, and moderate ketones associated with a call service alarm issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The pump was reportedly emitted recurring call service 078 alarms. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: a review of the black box indicated three call service 078 alarms beginning on (B)(6) 2016 at 00:11; deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed internal moisture on the motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).